Event description:
Reporter indicated that the handheld was not able to perform interrogation. Soft reset, hard reset, verifying the connections, removing and reinserting the flashcard were all done to solve the problem. However, the troubleshooting steps did not resolve the issue. Handheld was obtained by manufacturer for product analysis; however, that analysis is not yet complete.